Manufacturer narrative:
Result - communications cable had bent and missing pins.

Event description:
It was reported by service report that the com cord was broken off the bed, and had bent / missing pins. It is unknown if there was patient involvement or adverse consequences to report.